Manufacturer narrative:
Product event summary: data files and the catheter were returned and analyzed. The data files did not show any system notices or issues for the returned catheter. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 1 injection. The reported air ingress could not be reproduced. Multiple aspirations and injections were performed without air bubbles or leaks. In conclusion, the reported air ingress issue was not confirmed through testing. The catheter passed the returned product inspection as per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a cryo ablation procedure, the physician observed air bubbles in the sheath with aspiration and several attempts were made to straighten the catheter. The physician noted that the catheter was malformed from repeated removal from the sheath and this could cause air ingress in the sheath. The balloon catheter was replaced and the sheath continued to be used. The procedure was completed with the cryo console and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.